Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The tip, balloon, markerbands, proximal weld, and shaft were microscopically and tactile inspected. Inspection revealed a burst in the balloon material that was 8 mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04apr2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross after multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.